Event description:
PICC line placement under fluoroscopic guidance. On the initial attempt to place the line, the distal portion of the wire guide sheared off in the subcutaneous tissues of the upper arm. The wire was sheared off 2cm deep to the skin surface. The fragment of wire could not be retrieved and was left in the subcutaneous tissues. This area was marked and the general surgeon resident was notified of this complication. A second puncture was performed and the line subsequently placed without further difficulty.